Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that there was fluid ingress into the pneumatic circuit. Also the device intermittently restarted when the flow button on the foot pedal is pushed. Also the air-connector, cpu board, and pinch valve were defective. The device also sounded alarm during operation. The valve, and defective cpu board were replaced, the internal pneumatic system repaired and the device was cleaned, tested and found to be fully functional. Upon evaluation, it was identified that the device was damaged due to moisture inside the device. This would have caused the damage to the cpu board and hence would have caused the alarm from the device and it's intermittent operation. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: patient codes; no code available used for surgical intervention. UDI:((B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate that during an unknown procedure on (B)(6) 2019, the fms vue ii pump was defected. The pump gave continuously a hyperpressure. Longer hospitalization due to fasciotomy which had to be executed during the intervention. The surgeon realized that the patient's thigh had doubled in volume, and hardened. On the advice of the vascular surgeon, they performed a fasciotomy, due to this the patient was hospitalized for a longer period. No patient consequence and no surgical delay was reported. No additional information was provided. This is report 1 of 1 for complaint (B)(4).